Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon leaked. The patient was catheterized while in the hospital, and was discharged with the catheter in place. After the patient was home for 30 minutes, the catheter allegedly fell out of the patient. As a result the patient had to returned to the hospital. After arriving, a new catheter was placed, and the balloon was filled with sterile water. It was also reported that the patient did not suffer from bladder stones.

Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed; however, the cause is unknown. Per visual evaluation no defects on the catheter balloon were found. During the functional evaluation, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and the water immediately discharged due to a pinhole in the balloon. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "the following instructions are indicated: recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon leaked. The patient was catheterized while in the hospital, and was discharged with the catheter in place. After the patient was home for 30 minutes, the catheter allegedly fell out of the patient. As a result, the patient had to return to the hospital. Subsequently, a new catheter was placed, and the balloon was filled with sterile water. It was also reported that there was allegedly a balloon leak noted, and the patient did not suffer from bladder stones.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon leaked. The patient was catheterized while in the hospital, and was discharged with the catheter in place. After the patient was home for 30 minutes, the catheter allegedly fell out of the patient. As a result the patient had to return to the hospital. After arriving, a new catheter was placed, and the balloon was filled with sterile water. It was also reported that the patient did not suffer from bladder stones.